Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the internal paddles for the device failed the continuity check. It was noted that the results varied between 4 to 8 ohms and should be less than 1 ohm. There was no patient involvement.